Event description:
It was reported the subject device exhibited bubbles rising to the surface and not stopping during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dent and scratches present on the distal end, evidence of leakage on the cable a definitive root cause could not be identified. Based on the results of the investigation, and since the device malfunction bubbles noticed rising to the surface and not stopping was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint dent and scratches present on the distal end, evidence of leakage on the cable was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.